Event description:
A spontaneous report was received from a photodynamic therapy (pdt) sales specialist at (B)(6) on 09-jun-2022, referring to a patient of unspecified age and gender, who experienced the events of small cauterization in the esophagus with no perforation, and broken fiber, while using the optiguide fiber optic diffuser during a pdt procedure for esophagus treatment. No information was provided regarding the patient's significant past medical history, concurrent conditions or concomitant medication. On (B)(6) 2022 at approximately 10 am pst, the patient was treated with the optiguide fiber optic diffuser. The laser was calibrated prior to the procedure with a result of 92%. The laser was set to 5cm (rigid) for esophagus treatment with 300 j/cm. The physician's treatment protocol included pausing the treatment halfway (at 375 seconds) to reposition the diffuser. At 375 seconds into treatment, the physician noticed the diffuser tip was broken off, and there was a small cauterization in the esophagus with no perforation and no reported injury to the patient. The physician was able to successfully remove the diffusing tip and his staff has retained the fiber for risk management. Additionally, the fiber will be sent back to (B)(6) to continue an investigation. The physician planed on giving the patient the second half of the treatment on friday, (B)(6) 2022. No further information was provided. The outcome of the events was not provided. The optiguide fiber optic diffuser lot# dc20014. The optiguide fiber optic diffuser expiration date 02-apr-2025. The reporter did not provide a causality assessment of the events with respect to optiguide fiber optic diffuser. Follow-up 1: additional information received on 10-jun-2022 from the FDA. The corresponding user facility report number was (B)(4). The case refers to a 64 years-old white male patient (weight 77kg). The patient's current conditions included esophageal cancer. On (B)(6) 2022, the laser fiber was introduced into the patient's esophagus to treat a cancer lesion. The original intended procedure was an esophagogastroduodenoscopy (egd) and pdt of esophageal cancer. Mid procedure it was observed that there was a break in the fiber approximately 5.5cm long. The physician was able to successfully retrieve the fiber piece. The optiguide fiber optic diffuser model# is 250. No further information was provided. Company comment: this is a report of a patient who experienced small cauterization in the esophagus with no perforation and no reported injury to the patient (pt burn oesophageal) and optiguide fiber optic diffuser tip break (pt device breakage) during a pdt procedure for esophageal cancer. The physician was able to successfully retrieve the fiber piece. Small cauterization in the esophagus (pt burn oesophageal) was assessed as not serious adverse event. Optiguide fiber optic diffuser tip break (pt device breakage) was assessed as a malfunction that caused the device to fail to perform its function during pdt procedure. This malfunction could have potentially contributed to serious injury or serious adverse device effect.

Manufacturer narrative:
A spontaneous report was received from a photodynamic therapy (pdt) sales specialist at (B)(6) on 09-jun-2022, referring to a patient of unspecified age and gender, who experienced the events of small cauterization in the esophagus with no perforation, and broken fiber, while using the optiguide fiber optic diffuser during a pdt procedure for esophagus treatment. No information was provided regarding the patient's significant past medical history, concurrent conditions or concomitant medication. On (B)(6) 2022 at approximately 10 am pst, the patient was treated with the optiguide fiber optic diffuser. The laser was calibrated prior to the procedure with a result of 92%. The laser was set to 5cm (rigid) for esophagus treatment with 300 j/cm. The physician's treatment protocol included pausing the treatment halfway (at 375 seconds) to reposition the diffuser. At 375 seconds into treatment, the physician noticed the diffuser tip was broken off, and there was a small cauterization in the esophagus with no perforation and no reported injury to the patient. The physician was able to successfully remove the diffusing tip and his staff has retained the fiber for risk management. Additionally, the fiber will be sent back to (B)(6) to continue an investigation. The physician planed on giving the patient the second half of the treatment on friday, (B)(6) 2022. No further information was provided. The outcome of the events was not provided. The optiguide fiber optic diffuser lot# dc20014. The optiguide fiber optic diffuser expiration date 02-apr-2025. The reporter did not provide a causality assessment of the events with respect to optiguide fiber optic diffuser. Follow-up 1: additional information received on 10-jun-2022 from the FDA. The corresponding user facility report number was (B)(4). The case refers to a 64 years-old white male patient (weight 77kg). The patient's current conditions included esophageal cancer. On (B)(6) 2022, the laser fiber was introduced into the patient's esophagus to treat a cancer lesion. The original intended procedure was an esophagogastroduodenoscopy (egd) and pdt of esophageal cancer. Mid procedure it was observed that there was a break in the fiber approximately 5.5cm long. The physician was able to successfully retrieve the fiber piece. The optiguide fiber optic diffuser model# is 250. No further information was provided. Company comment: this is a report of a patient who experienced small cauterization in the esophagus with no perforation and no reported injury to the patient (pt burn oesophageal) and optiguide fiber optic diffuser tip break (pt device breakage) during a pdt procedure for esophageal cancer. The physician was able to successfully retrieve the fiber piece. Small cauterization in the esophagus (pt burn oesophageal) was assessed as not serious adverse event. Optiguide fiber optic diffuser tip break (pt device breakage) was assessed as a malfunction that caused the device to fail to perform its function during pdt procedure. This malfunction could have potentially contributed to serious injury or serious adverse device effect.